Event description:
An alarm was reported, specifically alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to perform several actions, including disconnecting the tubing, tightening the t:lock, and delivering boluses to address the occlusion alarms. Despite these efforts, the alarms recurred, and the customer observed a ball of insulin. Technical support guided the caller through removing the cartridge, checking for damage, and eventually filling and loading a new cartridge. The customer was then able to change supplies as needed and resumed insulin therapy.